Event description:
It was reported the printer does not work. The programmer shows the printer out of paper, and none of the paper speed buttons work. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), (B)(4): analysis confirmed the customer comment, "printer does not work". Incoming inspection revealed a broken printer sensor. It was also noted that the electrocardiogram connector is loose, the stylus is damaged and the 2067 head uplink and cable is out of specification.